Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre reader were reviewed, and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported an "error 9" message with the freestyle libre 2 reader. The customer was therefore unable to monitor glucose and lost consciousness. The customer was treated by both non-healthcare professional and healthcare professional with glucose injection. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
A visual inspection was performed on the returned reader (B)(6) and no issues were observed. Performed built-in reader test and the results were satisfactory. An error message was not observed during the investigation. Therefore, this issue is not confirmed. No malfunction or product deficiency has been identified. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported an "error 9" message with the freestyle libre 2 reader. The customer was therefore unable to monitor glucose and lost consciousness. The customer was treated by both non-healthcare professional and healthcare professional with glucose injection. There was no report of death or permanent injury associated with this event.